Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI power port isp groshong. During the procedure the catheter falls off from the port handle with a slight pull. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One video was provided for review. The video shows an implanted powerport with partially visible catheter loaded with cathlock. The clinician is noted to pull the cathlock and the cathlock is noted to come off easily while the catheter remains attached. Therefore, the investigation is confirmed for the reported cathlock detachment issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI power port isp groshong. During the procedure, it was reported that the catheter falls off from the port handle with a slight pull. The procedure was completed using another device. There was no reported patient injury.